Event description:
It was reported that the patient underwent a surgical procedure to have their artificial urinary sphincter (aus) replaced due to recurring incontinence. The physician suspected that cuff placement and erosion may have caused the recurring incontinence. The aus system was explanted and replaced. The physician decided to place the cuff more distal on the urethra. No further patient complications were reported.